Event description:
It was reported that the handpiece began overheating during setup prior to the start of a surgical procedure. There was no patient involvement. The planned case was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion. The motor, press plug, blade mount, and bearings were replaced along with other components in a total rebuild. Service repaired and returned the device to the customer.